Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2011: the patient was pre-operatively diagnosed with lumbar degenerative disc disease, l4-5 and l5-s1 and underwent following procedures: bilateral pedicle screw instrumentation, l4-5 and l5-s1. Bilateral arthrodesis using compression resistant matrix, locally harvested bone graft and bmp for fusion at l4-l5. Bilateral arthrodesis using compression resistant matrix, bmp- soaked sponge and locally harvested bone graft for fusion at l5-s1. Lumbar decompression at l4-5 to decompress the exiting l4 nerve root. Lumbar decompression at l4-5 to decompress the traversing l5 nerve root in lateral recess. Lumbar decompression at l5-s1 to decompress the s1 nerve root. Use of locally harvested bone graft for fusion. As per op-notes, ¿ a posterior lateral arthrodesis was then completed using a compression resistant matrix, locally harvested bone graft, which had been morselized and bmp-soaked sponge. This construct was placed into the lateral gutters, spanning the transverse process of l4-5 and to sacral ala, which had been previously decorticated. Once this was in position, l4-5 and l5-s1 joints were decorticated and bmp- soaked sponge and locally harvested bone graft was placed into this decorticated facet joint.¿ patient tolerated the procedure well without any intraoperative complications. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.